Event description:
On 10/5/2022, it was reported by a sales representative via email that the button from an ar-2260bc biocomposite distal biceps repair implant delivery system, did not have a hole for the inserter. Additional information received on 10/05/2022: this was discovered during a distal bicep repair procedure and completed using another ar-2260bc biocomposite distal biceps repair implant delivery system. Nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-2260bc serial/batch number (B)(6) was received for investigation. Visual evaluation found that the biceps button, 12mm, is missing features specified on the drawing.